Manufacturer narrative:
Additional information: d6a, d6b g3, h3, h6. The complaint allegation is confirmed based on photographic evidence, which displays a malfunction of the device post-op. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event. However, it is unclear whether or not the patient followed the proper post-op procedures after the first surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, the patient reported via email that they underwent a revision surgery following a previous achilles repair procedure. The patient inquired about the material used in the initial surgery. No additional details were provided. Additional information was received on 12-jan-2026: the initial surgery was performed on (B)(6) 2024 on the patient¿s left lower extremity. During this operation, the surgeon combined two procedures: a pars midsubstance achilles tendon repair and a distal repair, removing the spur, followed by re-anchoring using fibertaks and swivelock anchors. This approach incorporated both a traditional insertional achilles repair and a midsubstance repair. The indication for the initial surgery was severe achilles tendinopathy with partial tearing involving the lateral insertion of the achilles tendon. Postoperatively, the patient experienced immediate, severe pain with minimal mobility due to significant discomfort. A revision procedure was performed on (B)(6) 2025. This revision consisted of a complete re-operation of the initial repair, during which the surgeon removed the previously implanted anchors and reconstructed the tendon repair. An additional new tear was identified and repaired during this procedure. Indications for the revision included persistent symptoms such as MRI-confirmed tearing, a persistent limp, ongoing ankle bruising, and chronic pain. During the revision, the surgeon also removed most of the fiberwire sutures that had been incorporated into the patient¿s calf by the prior surgeon. Some suture material could not be fully retrieved. Following the revision surgery, the patient reports no ongoing symptoms and is experiencing normal postoperative healing. At approximately 4 weeks postoperatively, the patient is 50% weight-bearing with near-full ankle range of motion. Physical therapy is planned to begin in the coming weeks. No additional surgeries or medical interventions are anticipated at this time.